Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Data analysis confirmed the pbd, and that the device hardware was not detecting the loss of battery energy, and the battery status indicators were not reflecting the depletion condition and were inaccurate. Boston scientific technical services (ts) recommended to replace or re-evaluate the battery status and to return the device for product analysis when replaced. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Data analysis confirmed the pbd, and that the device hardware was not detecting the loss of battery energy, and the battery status indicators were not reflecting the depletion condition and were inaccurate. Boston scientific technical services (ts) recommended to replace or re-evaluate the battery status and to return the device for product analysis when replaced. Additional information from the field representative was obtained which indicated that the replacement procedure was already scheduled. To date, the device remains in service. No adverse patient effects were reported. Additional information from the medical records was obtained, and it was indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Data analysis confirmed the pbd, and that the device hardware was not detecting the loss of battery energy, and the battery status indicators were not reflecting the depletion condition and were inaccurate. Boston scientific technical services (ts) recommended to replace or re-evaluate the battery status and to return the device for product analysis when replaced. Additional information from the field representative was obtained which indicated that the replacement procedure was already scheduled. To date, the device remains in service. No adverse patient effects were reported. Additional information from the medical records was obtained, and it was indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.